Event description:
It was reported that during intraoperative use of the supra-loop, it was discovered that the coating at the distal end of the loop was defective. The instrument (loop) was replaced intraoperatively with another identical loop. The surgery was able to continue. Distal end of the loop: coating detached no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).